Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back against the shuttle handle. The sealant was not returned; therefore, a complete physical investigation could not be performed to determine if interaction of the sealant and the advancer tube/shuttle cartridge contributed to the reported event. Subsequent to unsheathing, it was observed that the balloon bond adhesive taper was slightly damaged. It is unknown whether the damage on the taper occurred during manufacturing process or was due to user manipulation or subsequent handling; however, a CAPA has previously been opened to further investigate the issue. The review of the lot history record (f1628601) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the investigation performed and without the return of the sealant for a complete evaluation, the root cause of the failure could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 2; from the same user facility same patient as MFR report #: 3004939290-2017-00018.

Event description:
It was reported that 2 mynxgrip 6f/7f vascular closure devices would not advance down to a hard stop. The device was being used for femoral arterial closure following a diagnostic peripheral procedure. The device was stored per labeling prior to use. The stopcock was opened on the sheath prior to shuttling down. Significant resistance was felt when shuttling down, however, excessive force was not applied during shuttle down. It is unknown if unusual force was applied when retracting the sheath. No kinks were observed on the sheath or device after removal. A 3rd device was used successfully. Manual compression was applied for a few minutes (30 minutes or less). There was no patient injury and the patient was noted to have recovered. Additional information was requested, but was unknown. This is report 1 of 2.